Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the valve was not recaptured while the valve was inside the patient. The valve was deployed and recaptured outside of the patient to release the delivery catheter system. It was previously reported that the capsule of the delivery catheter system was "blocked", which meant that it was not possible to open the capsule during valve deployment.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted delivery of the transcatheter aortic valve evfxplus-29, the delivery catheter system broke and it was impossible to release the valve. The valve was not implanted. No patient complications have been reported as a result of this event.